Manufacturer narrative:
D4: lot number is unknown. The device is available for evaluation; however, has not been received. Additional contact: (B)(6).

Event description:
The event involved a microclave clear connector. It was reported that the IV fluids leaking at crack in the microclave. The event occurred during infusion. There was patient involvement and no patient harm. The outcome of the event cracked microclave was replaced with new microclave.